Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. On an unreported date, the patient made a mistake and caused a touch contamination by not wearing a mask. The patient was hospitalized for the peritonitis. The treatment was not reported. The patient was discharged from the hospital thirteen days after being admitted. The patient was recovering from the reported event. Additional information was requested, but is not available at this time.